Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. Fse solved the failure by cleaning the expiratory cassette. The device logs were not provided. The most probable root cause to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.